Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her new onetouch verioflex meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call by medical surveillance.the patient reported that the subject meter had been reading inaccurately since she obtained it a day or two prior to contacting lfs. She reported that at 4:02pm on (B)(6) 2019, she obtained a result of ¿390 mg/dl¿, which she considered high compared to her normal readings. She indicated that she repeated the tests at 4:03pm and 4:06pm, obtaining results of ¿132 mg/dl¿ and ¿46 mg/dl¿, respectively. Based on statistical methodology, the calculated difference between these reported results, exceeds lfs¿ precision criteria. The patient manages her diabetes with humalog insulin, which she self-adjusts. She reported that at about 4:00pm on (B)(6) 2019, she developed symptoms of ¿dizzy, light headed, can¿t walk , incapacitated, close to passing out¿ and what her doctor refers to as ¿blacking out¿ where she can¿t see for a few minutes. She indicated that the symptoms worsened at 4:13pm and she ¿missed dialysis¿. She indicated that she associated the symptoms with problems with the meter because she ¿should not have done insulin¿. She reported that she self-treated the symptoms with ¿apple juice, soda, candy bar and cookie¿ and then ate dinner. She denied using any other device to check her blood glucose levels.at the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure and the samples had been taken from the same approved sample site. The patient described the correct testing steps. She confirmed that her test strips were within expiry date and had been stored correctly in an intact vial. She also confirmed that control test had not been manually selected. The patient did not have control solution to test the meter and test strips and education on its use was provided. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately erratic results on the subject meter and continuing with her usual diabetes management routine.